Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stent placement procedure. According to the complainant, resistance was felt when the device was inserted into the scope. The inner sheath became stretched and the stent would not deploy. The procedure was completed with another flexima biliary stent system. There was no report of patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.